Event description:
On (B)(6) 2011 I initially went to the gyn for a consultation for having multiple ovarian cyst and bleeding 2-3 weeks per month for a year after my menstrual cycle. I wanted a hysterectomy at the time. I was informed of the risk and complications along with the side effects of getting a hysterectomy. I then was told about the essure device by my gyn doctor and ensured that the essure device placement and a endometrial ablation would help solve my issue I was having and that I would feel much better after the procedure was conducted.